Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he ws admitted to the hospital for a low blood glucose event. The patient had been having blood glucose values in the 50 mg/dl range. The customer had been treating his low blood glucose events with candy. No further details were provided for the hospitalization. The insulin pump was not returned for analysis.